Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patent was driving at the time of the shock. The shock impedance was 142 ohms, which is high but within normal limits. The sensing vector was set to the secondary vector. There was an untreated episode stored which had the same noise. The patient uses a wheelchair. Technical services discussed some testing to do for myopotential or electromagnetic noise. The clinic may program the sensing vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.